Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated on (B)(6) 2022, he was driving, lost consciousness, and wrecked the vehicle. Emergency medical services (ems) was notified ,and an ambulance arrived at the scene. The continuous glucose monitor value was 89 mg/dl but the blood glucose finger stick value by paramedics was 49 mg/dl. No treatment details by the paramedics were provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.